Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. (D10) concomitant devices: 300-01-12 - equinoxe humeral stem primary press fit 12mm. 320-38-00 - equinoxe reverse 38mm humeral liner +0. 320-10-00 - equinoxe reverse tray adapter plate tray +0. 320-01-38 - equinoxe reverse 38mm glenosphere. 320-15-04 - rs glenoid plate r post aug, 8 deg, right. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 3 year(s), 4 month(s) and 30 day(s) post-operative of a right rtsa, it was reported via clinical study that the patient experienced a stroke. Due to stroke, she fell and had subluxation of right shoulder prosthesis and a new acute clavicle fracture. Approximately, 1 year and 10 months earlier the patient had a fall and sustained a right clavicle shaft fracture that was resolved with medication, arm sling and activity modification. The patient was ordered physical therapy for this event, and the outcome of is now considered resolved. The clinical report indicates that this event is unlikely related to the device(s) and/or to the procedure. Due to no allegations against our devices and the patient experiencing a fall, this is considered a non-complaint. This was reported through clinical trial study data collection activities and no other information is available at this time.